Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly, the patient came to the hospital with the device exposed at the pocket site. A temporary pacemaker was re- implanted via intrajugular vein (ijv). There were no additional adverse patient effects reported. This rv lead was explanted.